Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on the left breast. Post-operatively, the patient was diagnosed, via physical examination, with left breast implant rupture. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9726286 sn: (B)(6) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9995275 sn: (B)(6).

Manufacturer narrative:
On march 26, 2025, mentor became aware that the correct left breast implant is, 300cc mentor memorygel breast implant (catalog: 3503001bc lot: 6798970 sn: (B)(6)). In addition, it was reported that the patient actually initially developed hypermobility on the left breast, post-operatively. They underwent capsulorrhaphy, breast scar revision and abdominoplasty on (B)(6) 2015. Eventually, the patient developed bilateral breast deformity, bilateral breast ptosis and breast asymmetry. There was a bulged beneath the left breast and MRI in (B)(6) 2024 identified it as an abnormality, so the patient also underwent an ultrasound guided needle biopsy on (B)(6) 2024, that shower a fibroadenoma. On march 28, 2025, the product investigation was updated: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 300cc breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. This medwatch form is for the left breast prosthesis. The complications on the right breast will be reported under mrn: 1645337-2025-03377.

Manufacturer narrative:
On march 12, 2025, the mentor failure analysis lab received the device for evaluation. On march 18, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the sm mpp gel 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The contralateral device was also received (lot number 6798970). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.